Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure'), device dislocation ('essure is not correctly positioned in the tubes / essure dislocation') and uterine perforation ('feeling of perforation in the uterus, stitches') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced anxiety ("a degree of intense anxiety / anguish") and pain ("physical pain/ generalized pain"). In 2017, the patient experienced headache ("intense headache") and dysmenorrhoea ("pain during menstrual cycle"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pain in the pelvic area / severe pain in the pelvic region, more precisely on the right and lumbar side"), abdominal pain ("severe cramps under the belly, prick-like"), breast pain ("mastalgia"), abdominal distension ("abdominal distension"), localised oedema ("abdominal edema"), menorrhagia ("considerable and intense increase in menstrual flow, reaching up to 15 (fifteen) days in the menstrual period, including the presence of clots"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling too much"), tremor ("tremors"), back pain ("lower back pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), vaginal discharge ("strong odor from the vaginal fluid / increased frequency of vaginal discharge"), pruritus ("itching") and depression ("depressive disorder"). The patient was treated with atenolol, diclofenac diethylamine (analgesico), diclofenac diethylamine (anti inflammatory) and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine perforation, pelvic pain, anxiety, pain, abdominal pain, breast pain, abdominal distension, localised oedema, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, dysmenorrhoea, pruritus and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, localised oedema, loss of libido, menorrhagia, mood swings, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pruritus, tremor, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: blood test nickel 3.23 mcg/l. Hysterosalpingogram - on an unknown date: normally bulky uterine cavity, with regular contours, located in the midline. Non-opaque tubes, filled by essure, not allowing the contrast to pass freely into the abdominal cavity, giving immediate negative cotte, cervix and uterine isthmus without changes. Pregnancy test - on (B)(6) 2012: negative. X-ray - on an unknown date: the simple radiograph of the abdomen shows the presence of essure in the left pelvis, the right being more cranial and the left more caudal; on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure'), device dislocation ('essure is not correctly positioned in the tubes / essure dislocation') and uterine perforation ('feeling of perforation in the uterus, stitches') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced anxiety ("a degree of intense anxiety / anguish") and pain ("physical pain/ generalized pain"). In 2017, the patient experienced headache ("intense headache") and dysmenorrhoea ("pain during menstrual cycle"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pain in the pelvic area / severe pain in the pelvic region, more precisely on the right and lumbar side"), abdominal pain ("severe cramps under the belly, prick-like"), breast pain ("mastalgia"), abdominal distension ("abdominal distension"), localised oedema ("abdominal edema"), menorrhagia ("considerable and intense increase in menstrual flow, reaching up to 15 (fifteen) days in the menstrual period, including the presence of clots"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling too much"), tremor ("tremors"), back pain ("lower back pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during sand after exual intercourse"), coital bleeding ("ding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), vaginal discharge ("strong odor from the vaginal fluid / increased frequency of vaginal discharge"), pruritus ("itching") and depression ("depressive disorder"). The patient was treated with analgesics, atenolol, diclofenac diethylamine (anti inflammatory) and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine perforation, pelvic pain, anxiety, pain, abdominal pain, breast pain, abdominal distension, localised oedema, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, dysmenorrhoea, pruritus and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, localised oedema, loss of libido, menorrhagia, mood swings, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pruritus, tremor, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: blood test nickel 3.23 mcg/l. Hysterosalpingogram - on an unknown date: normally bulky uterine cavity, with regular contours, located in the midline. Non-opaque tubes, filled by essure, not allowing the contrast to pass freely into the abdominal cavity, giving immediate negative cotte, cervix and uterine isthmus without changes. Pregnancy test - on (B)(6) 2012: negative. X-ray - on an unknown date: the simple radiograph of the abdomen shows the presence of essure in the left pelvis, the right being more cranial and the left more caudal; on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.